Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) occurred on (B)(6) 2013.

Event description:
It was reported that the doctor felt the device had reached elective replacement indicator (eri) sooner than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 7120 competitor implantable tachy lead implanted: (B)(6) 2011, 4196 implantable pacing lead implanted: (B)(6) 2011, 4076 implantable pacing lead implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.